Event description:
It was reported that in (B)(6) 2020, the patient had drainage and pain at the driveline site. Cultures from the site were positive for staph enterococcus. The patient was being treated with antibiotics, surgical debridement, and wound vacuum.

Manufacturer narrative:
The pump remained in use until it was exchanged (MFR#2916596-2022-12326). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.